Event description:
It was reported that about two weeks ago the patient started feeling a tingling sensation where the battery is. The caller said they think the patient can feel this more than the previous implant. Emergency services checked their vitals. A manufacturer representative (rep) came out yesterday and used his tablet to turn the implantable neurostimulator (ins) off and turn it back on and said everything was looking good; ins was not overheating or doing anything unusual.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep clarified that the implantable neurostimulator (ins) site was not tingling; it was hot because patient's apartment was over 80 degrees f. They interrogated the battery and impedances were fine. This information was confirmed with the physician.